Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2013-05309.

Event description:
Customer was having problems with sensor. Customer is experiencing high blood glucose. The current blood glucose reading is 176 mg/dl. Customer stated that he was hospitalized due to high blood glucose. Nothing further reported.